Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes oozing of fluid at the site. The physician believed the infection was procedure related. The patient was administered antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes oozing of fluid at the site. The physician believed the infection was procedure related. The patient was administered antibiotics and underwent an explant procedure.